Event description:
The pt was being monitored on digital telemetry, central station with arrhythmia, and clinical event review. After change in shift, the pt was found unresponsive and in a full code. After the code, the nurses tried to go back into the clinical event review to see what had precipitated the incident and all they could see was a straight line. The nurses said there were no audible alarms during the change of shift and no recordings, but they won't swear to a "leads off" condition.